Event description:
Complaint received one ch3033, 14" bifuse add-on set w/bag spike, spiros®; lot# unknown. Report states: leakage of edoxan during chemotherapy at the connection level (2 ml of endoxan have been lost). A presence of air was also observed by the ide. Two ide have been exposed to the endoxan. The treatment was lost. Unprotected chemo exposure reported but no adverse clinician/patient consequences reported.